Event description:
Additional information noted that oversensing was also observed. A revision took place and this lead was surgically abandoned. A new lead was implanted with the existing pacemaker.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was syncopal due to intermittent capture due to noise on this right ventricular (rv) lead and this pacemaker. The system remains implanted. No additional adverse patient effects were reported.